Manufacturer narrative:
Date of event: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that stent damage occurred. A 32 x 3.00mm promus premier drug-eluting stent was selected for use. However, a mesh problem was noted on the stent. No patient complications were reported.